Event description:
Severe allergic reaction over face and decollete in post treatment phase.

Manufacturer narrative:
Follow up report 07/05/2023. 1. H6 health effect - impact code - changed to 4619. H11 attached: upon arrival test. Final test. In service report - retrain summary.

Manufacturer narrative:
This is a rather intense immune-mediated reaction which could be linked to the previous use of lidocaine and tetracaine of which some cases have been reported. It is equally possible that the trigger was a different substance such as aquaphor or another substance used by the patient after the treatment. Obviously, the simultaneous association of several chemical ingredients and the application of fractional rf cannot be excluded as a contributing cause. Investigation conclusions: dx, hyperinflammatory reaction after morpheus8 treatment, reason unknown. Possible topical irritants post-treatment and unknown metal sensitivity. Recommended allergy testing. Did use medrol dose pack and switched to prednisone orally and used topical cortisone and cetaphil. Patient has completely recovered at this point and is asking for second treatment to go on as planned. Provider has declined to treat her again.

Event description:
Severe allergic reaction over face and decollete in post treatment phase.